Manufacturer narrative:
D10: 142-36-00 - cocr fem head 36mm +0 offset 12/14: (B)(6), 180-02-52 - nv cwn cup mlt hl 52mm group 2: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 6 years and 5 months post the initial left total hip arthroplasty, the patient complained of hip joint pain and the surgeon diagnosed wear of the insert. The patient was revised and the liner was replaced. Breakage and wear were observed in the retrieved liner. The surgeon decided to only replaced the liner and head. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.